Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial activity was being sensed in the refractory period on the atrial channel which lined up with the t waves. The lead remains in use. No patient complications have been reported as a result of this event.